Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per further review and investigation there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Updated event description: it was reported that the customer advised that it was apparently not the unit that was the issue. The customer is going to check all the connections. No further information is available. No other issue reported.

Manufacturer narrative:
This supplemental report is being submitted to provide customer updates and response.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not able to be duplicated. The device was tested and found that the image is functioning normally. The video connector and scope socket was observed to be in normal condition. The unit passed all functional testing with no issues observed. Although no issues were observed on the device, it was recommended that the software version be upgraded to the latest version as it was found with older version. Root cause of the issue is unknown as the reported issue was not able to be duplicated.

Event description:
It was reported during an unknown procedure the device exhibited color issues. The image was found turning pink. There were no further details provided regarding the event. No patient harm or injury reported. No user injury reported.